Event description:
User facility reported an unsuccessful cavity integrity assessment (cia) test during an attempted novasure endometrial ablation. The procedure was abandoned when the physician suspected he perforated the uterus while dilating the cervix. The patient was discharged home. During follow-up with the physician in 2009, he reported he did a laparoscopy immediately following the attempted novasure procedure. He verified the perforation at that time and cauterized the site. Additionally, he reported he spoke to the patient two days prior and "she is fine." A dilatation and curettage (d&c) was performed prior to the attempted ablation, as was a sounding with a metal sound (not a hologic device). It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relation or impact to the reported observation. Serial number of the disposable device not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. If additional relevant information is received, a supplemental medwatch will be filed.